Event description:
It was reported the pt's lead was removed (B) (6), 2009 due to fracturing after a fall. The ins was left intact. The physician cauterized a small area during removal. The pt recovered without sequela.

Manufacturer narrative:
(B) (4): the device was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is completed.